Event description:
It was reported that there was an issue with a locking plate. The original implant date was three weeks ago for a bi-lateral distal fracture. Patient had a follow up on (B)(6) 2015 when it was discovered through x-ray that one (1) locking screw was broken. Plate and all other screws were intact. Revision surgery was performed on (B)(6) 2015, where the plate and all screws were removed and an external fixator was used. There was no surgical delay. Patient status is fine and procedure was completed successfully. This report is for an unknown locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown event date: unknown. This report is for an unknown locking screw/unknown lot. Implant date reported as three weeks prior to aware date of (B)(6) 2015; exact date unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.